Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's pump and motor error alarm. The customer's blood glucose level at the time of incident was 500mg/dl. The mother states they had not treated for highs yet. The customer was assisted with troubleshoot. The device did not alarm for motor error and passed testing. The customer was advised to monitor the device and call back if issues persist.